Manufacturer narrative:
According to the facility on (B)(6) 2022 during a 'code blue event the code cart was cracked and intubation tray was opened for intubation if needed'. Upon opening the intubation tray it was noted that the code cart contained 'tracheostomy tubes and trach securement device instead of oral endotracheal and endotracheal securement devices'. Per the facility the respiratory therapist obtained an intubation tray with correct supplies and the patient was transferred to the intensive care unit. The facility reported there was no impact to the patient's outcome and they are being discharged home. The device is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 during a 'code blue event the code cart was cracked and intubation tray was opened for intubation if needed'. Upon opening the intubation tray it was noted that the code cart contained 'tracheostomy tubes and trach securement device instead of oral endotracheal and endotracheal securement devices'.